Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hypoglycemia with blood glucose (bg) levels of 46 mg/dl during nighttime. The episode was corrected with glucose tablets, and no medical intervention or hospitalization was required. No long-term health effects were reported.